Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during fluid/air exchange (f/ax) air was not coming through the infusion line. The staff phoned technical support on guidance which had them switch cassettes and re-prime the system. The infusion cannula remained in the eye therefore the system primed without completing the calibration step. Technical support advised the staff the intraocular pressure (iop) control would not be active because of this. The staff kept the cannula in the patient's eye during prime, but clamped off the line with hemostats and isolated from system as recommended by technical support. On re-engagement of infusion line to infusion cannula it showed the staff had requested balanced saline solution instead of f/ax infusion at first. The case continued and the f/ax worked as expected. There was no patient harm.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The tss advised the customer to switch cassettes and re-prime the system, and then walked the customer through the rest of the surgery. The fax worked as expected and the case continued to completion. The facility did not request service. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).